Manufacturer narrative:
Medical device expiration date : unknown. Date notification received by manufacturer : 08/25/2021, however information obtained during the investigation making the complaint reportable was received (B)(6) 2021. Medical device manufacture date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. Unable to perform complaint lot history check owing to an unknown lot number for this event. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - sixteen open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No. And cat. No. 320136. Visual examination was carried out on the returned samples and photos. A bent non patient end of cannula was observed on fourteen samples, a broken non patient end of cannula was observed on one sample and no issues were observed with the remaining one sample. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro cannula broke off. The following information was provided by the initial reporter : from returned samples a broken non patient end of cannula was observed on one sample.